Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 500 mg/dl. Reportedly, the customer felt dizzy and had blurry vision the elevated blood glucose was addressed by a correction injection via manual injection. Customer ultimately went to the hospital and was admitted for elevated bg. Customer was treated intravenously with fluids of saline and insulin. Customer was released (B)(6) 2022 with issue resolved and no permanent damage. Customer resumed insulin delivery successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error/training. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."